Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device, have analyzed the data and no anomalies were found.

Event description:
It was reported that the patient, who was a participant in the (B)(4) study, was admitted to the hospital due to high fever and signs of general systemic infection. Antibiotic therapy was initiated and endocarditis was suspected. The device and lead were explanted. No further patient complications have been reported as a result of this event.